Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be established. Based on the results of the investigation, it is likely that there was no image due to damaged charged-coupled unit. Based on the results of the investigation, foreign objects in the c-cover were confirmed. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image, damaged charged-coupled unit and foreign objects in the c-cover. There was no patient involvement.